Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse discovered a blocked cigar tube valve that controls the draining tube. The fse cleared the blockage and resolved the issue. The unit conformed to the manufacturer's published performance specifications. (B)(4).

Event description:
The customer reported approximately 100 milliliters (ml) of fluid overflowed from the ion selected electrolytes (ise) cup involving unicel dxc 600 synchron system. The customer noted the fluid overflowed after maintenance was completed. The customer had on proper personal protective equipment (ppe): gloves, laboratory coat, and eye protection during the incident. The customer noted the ise drain was not draining. Patient results were not generated. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) traveled to the facility to assess the unit.